Event description:
It was reported that patient underwent total hip arthroplasty procedure utilizing a modular head threaded neck trial on (B)(6) 2011. During the procedure, as the surgeon was attempting head reduction, the neck trial fractured. The surgeon retrieved the fractured pieces from the patient's wound and the surgery was completed without significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device confirmed it was fractured nearly in half on the tapered end. The angled fracture suggests a torsional load. (B)(4).